Event description:
It was reported that this pacemaker was found to be in safety mode. There were concerns that this device was depleted prematurely. The patient was brought to the hospital with bradycardia. A revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.